Manufacturer narrative:
Additional narrative: explant date was not reported on the initial medwatch submission. Should be titanium spiral blade 36mm-sterile for titanium humeral nails. Catalog number: corrected to include "s" for sterile. Hardware implanted approximately 2 years prior to the date of explant. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Expiration date: 04/2021. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
This report is 1 of 3 for complaint (B)(4).

Event description:
It was reported that spiral blade and end cap were removed at a patient's request during rotator cuff repair procedure due to the recent experienced of pain in the rotator cuff. The hardware was intact. There is nothing wrong with the previously implanted humeral nail, spiral blade and end cap. Original humeral fracture & repair occurred about two years ago. No harm to patient. There was no report of a surgical delay. This report is 1 of 2 for complaint (B)(4).

Event description:
Only the spiral blade and end cap were removed. The nail remained implanted in the patient.